Event description:
It was reported that during a procedure to treat a lesion in the right superficial femoral artery with moderate calcification, pre-dilatation was performed with a non-abbott balloon. A 4x150 supera stent system was prepared according to the instructions for use and was advanced and deployed. However, the stent got caught with the stent system and could not be released in the target lesion. Both the stent system and the stent were completely removed from the patient anatomy without any issues. There was no adverse patient effect and no reported clinically significant delay in the procedure. Another supera was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot showed no other incidents. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.